Event description:
It was reported to philips that the system failed to start up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) inspected the system remotely and verified that the system had not booted up. Upon examining the log file, rse concluded that there was no way to access the flex vision pc. Upon troubleshooting rse found that switching was not feasible since the tsm was not connected to the flex vision pc. Following software load, rse cleared the flex vision settings. To recover the flex vision parameters, rse helped the customer locate an exported backup configuration file on site. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.